Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. The patient was treated with intraperitoneal ancef for two weeks (dose and frequency not reported) and intraperitoneal fortaz for two weeks (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered from the peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.